Event description:
It was reported that during an unk procedure, the disc tore. Used another device and completed the procedure with no impact to the pt.

Manufacturer narrative:
Date sent 07/09/2007. Info anticipated, but unavailable at this time.